Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: vamf4242c150tu sn (B)(4), use by date: 2019-05-02, UDI # (B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 71mm diameter thoracic aortic aneurysm. It was reported that the patient was paralyzed on an unknown date after the initial procedure. The physician stated that the cause of the event is unknown. No further information is available. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that the patient experienced paralysis on the same day as the index procedure or early the next morning. The physician stated that the nurse failed to monitor the patient's blood pressure and drain pressures. The patient was hypotensive for a few hours. If information is provided in the future, a supplemental report will be issued.